Manufacturer narrative:
The insulin pump received with damaged cow catcher. The insulin pump passed the functional tests.

Event description:
It was reported that the customer's blood glucose was 7.1 mmol/l. Caller stated that the serter was not working correctly. Customer was not able to get sensor signal. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be return for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.